Manufacturer narrative:
D4: expiration date: unknown, as the involved lot # was not provided. D4: UDI: unknown, as the involved lot # was not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lab manager. H4: device manufacture date: unknown, as the involved lot # was not provided the actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: the patient had a stroke during the procedure. The procedure for the patient was a peripheral procedure. Additional information was received on 12dec2025: the procedure was a heart catheterization. There was no malfunction of the sheath. The sheath was a destination slender sheath.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for a procedural complication because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of device history record cannot be completed due to the unknown lot number. Currently, no action is recommended since the device was within manufacturing and design specifications when released from terumo medical corporation control.